Manufacturer narrative:
Device evaluated by MFR. :promus premier ous mr 24 x 2.50mm stent delivery system (sds) as returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The 2 most proximal stent strut rows were damaged; they were lifted from the stent profile and pulled in a distal direction. The crimped stent od(outer diameter) of the remaining undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 650mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x2.5mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 24 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x2.5mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 24 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.